Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that patient experienced a cleo infusion set failure within about one hour of use. An occlusion occurred, and she was not receiving insulin, although no occlusion alert appeared in halo. She replaced the set, but the same issue happened again with another occlusion. On the third attempt, the infusion set worked properly and insulin delivery was successful. There was a patient involvement with no harm.